Event description:
The customer reported that while using the sc6002xl bedside patient monitor an asystole event occurred with a patient, but the device did not produce an asystole alarm. The device did display and annunciate an alarm for a low heart rate. The patient had av block and the event was recorded. The customer is requesting that an investigation take place into why the device did not produce an asystole alarm.

Manufacturer narrative:
The reported event is currently under investigation.